Event description:
Penile inflatable implant failure. Surgeon indicates the device "had definitely blown a leak." Also found to have a narrowing at the bulbourethral area. A cystoscopy for dilatation was required.